Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were worn. The customer also reported that one of the buttons of the insulin pump was unresponsive. The customer also reported several cracks on the keypad of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No traces of moisture at electronic or motor assembly per visual inspection. The insulin pump has torn keypad overlay, minor scratches on lcd window, cracked case at display window corners and broken belt clip slot.